Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .

Event description:
It was reported by the patient that they fainted, became unconscious, and was rescued by 911. It was mentioned that the defibrillator intervened after 14 seconds. No further information is available.